Event description:
Pt undergoing left hip arthroplasty. Dr was using the trial 12mm plug before inserting permanent plug. The handle broke off plug remaining in inserter. Dr was unable to retrieve the trial, plug was left in, cement inserted and the procedure completed.